Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received high glucose alerts and experienced hyperglycemia with readings greater than 400 mg/dl for several hours despite a recent infusion set change and no observed set or tubing issues; troubleshooting and education were provided, including advice to follow clinical guidance and change supplies if glucose did not trend down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, no assistance required, no ketone testing, and no use of backup therapy. Investigation included user counseling on potential causes of elevated glucose and guidance on monitoring and supply replacement. Investigation of this case revealed no device malfunction identified and no infusion set or tubing abnormality reported, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.